Manufacturer narrative:
The reported field event was confirmed in the laboratory. Analysis found that the failure mode was due to a anomalous component within the hybrid.

Event description:
It was reported that the patient presented to the ER symptomatic, dizzy and fatigued, with a heart rate between 30 and 40 bpm. Device interrogation revealed noise and 0 ohms impedance. The leads all tested normal. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.